Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the system was showing a loudspeaker error. It was unknown at the time of this report, if the speaker was able to produce sound. There was no adverse event or patient harm reported.